Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the mainboard and motor need to be replaced. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom tamper seal was intact, and the plunger seal was broken upon receipt. The bottom case was broken by the l-bracket. No error codes were present in the event history log (ehl) related to the reported problem. After powering up the device, visually inspecting the main board and running multiple occlusion tests, the customer reported problem was not found or confirmed. The main board was operating as intended and motor rate errors could not be duplicated. The root cause of the reported event is undetermined as no fault was found. No action was required since no problem was found, and the main board was operating as intended. However, the stepper motor, worm coupling, worm gear, lead screw and both clutch halves were replaced as a preventative measure. Power up process, preventive maintenance, occlusion test and all functional tests were performed which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: b5: additional information: the device was not in use with a patient at the time of the event, no patient harm was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.